Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after the intraocular lens (iol) was dislodged. Hence explant of the lens was planned. Additional information has been received it states that the patient reported she was just sitting in a chair and noticed that couldn't see. She saw surgeon and was told the lens had slipped, scheduled for removal.